Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mrwj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) location. The patient¿s health care provider (hcp) was concerned about a hematoma present at the surface of the skin. A surgical revision was done on (B)(6) 2014 and they removed the old ins on the right side of the body. The patient cleaned off the lead and implanted a new ins on the left side of the body. The right side pocket was washed with a hydrogen peroxide wash and an antibiotic wash, and it was ¿lavoshed with cepto¿ and there was a vigorous wash of the pocket. Oral antibiotics were provided to the patient at some point prior to surgery. The manufacturer representative would see the patient on (B)(6) 2014 for programming as the patient didn¿t have their patient programmer available today. It was further reported that the manufacturer representative did not believe the patient had meningitis. The hcp examined the ins skin incision and it showed redness. The hcp took a culture and the manufacturer didn¿t know the results. They didn¿t know if the infection had resolved and the battery was not collected. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.